Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s caretaker stated that the patient noticed a rash around the sensor site on (B)(6) 2017. The rash was located on the upper part of the side of the stomach, but two days later the rash started to spread to the inner thigh, underarms, and over the whole stomach and became itchy. On (B)(6) 2017 patient started to take non-prescription benadryl and continued to wear the sensor for the full 7 day session. The sensor was removed on (B)(6) 2017 and the rash started going away. Additionally, on (B)(6) 2017, the patient reported they went to a regular doctor¿s appointment and discussed the skin reaction with their doctor. The doctor was unsure as to what caused the skin reaction. The reaction cleared up on its own and no medication was prescribed. No additional event or patient information is available.